Event description:
It was reported that the zimmer dermatome would not oscillate the blade and acts like it is locked up. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.

Manufacturer narrative:
Beginning (B)(4) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer electric dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 7 years old and has no previous repair history. The technician noted that the motor did not run and the head was damaged with what appeared to be pry marks. Prior to repair, the device was outside calibration specifications at all thickness settings. The unit was also outside of side to side calibration at all settings. When the motor was removed from the unit; the shaft did not rotate when connected to a power supply at 14.2 volts. In post-repair analysis, it was also noted that the motor also had corrosion on the outside of the casing. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer electric dermatome should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.